Manufacturer narrative:
Other, other text: b5: additional information received on 02-oct-2022 via email and attached in complaint object: no patient incidents ? Issues found during testing. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt, there was no physical damage or issues noted. No error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as, after performing functional tests, the upstream and downstream sensors were found to be functioning as intended. However, upon removal of the downstream sensor seal, multiple scratches were found on the sensor. Root cause of the reported issue is unknown, but the downstream sensor was noted to be scratched. Recommend replacing the downstream occlusion sensor. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that the device had failed calibration. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.